Manufacturer narrative:
Product ID: 3889-28, lot# va06evz, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced foot stimulation and the lead was revised on (B)(6) 2013. An x-ray showed that the lead had migrated. The patient reportedly had a good response following the lead replacement.